Event description:
It was reported that this patient reported to the hospital for fatigue and bradycardia about 20 beats per minute (bpm). Upon device check, it was found that the pacing impedance value of this right ventricular (rv) lead was 1802 ohms, which was high within normal limits, as well as loss of capture (loc) and amplitudes that could not be measured. A conductor fracture was suspected. This lead, along with the implanted system, was turned off, and a new leadless pacemaker not manufactured by boston scientific was implanted. This lead remains implanted.